Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received five inappropriate treatments in response to oversensing of cardiac activity. At 06:36:51, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 06:37:16, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 06:37:42, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 06:38:07, the patient received the fourth inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 06:38:32, the patient received the fifth inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. From 06:40:39 to 06:48:51, the patient's rhythm was an idioventricular rhythm from 60-40 bpm. Rhythm degrades to vt from 110-140 with varying amplitudes. Rhythm then self-converts to a slower rhythm. Heartrate was below the threshold for treatment preventing the lifevest from treating the patient. The electrode belt was disconnected at 07:12:45. Per continuous ECG recording, the patient was in an idioventricular rhythm when the electrode belt was disconnected. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.